Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not on the bus. A field service engineer (fse) replaced the drawer controller, but the issue persisted. The fse will return with a new controller and the previously diagnosed failed full height matrix drawer controller was removed and replaced. A technical support specialist was contacted to reconfigure the database to utilize the replacement and resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000, the cubie drawer failed the customer reported that this malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.